Manufacturer narrative:
Additional information : device manufacturing date: the device was manufactured on an unspecified date in october 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set was cracked which resulted in a leak. During filling, it was discovered that the female extension set connected to the male stopcock assembly was cracked which caused a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.